Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 350 mg/dl. Reportedly, boluses were administered and the contact assisted the customer with the site change. The contact believes the elevated bg level was due to air bubbles. The contact was not aware of the air removal technique when loading the cartridge.